Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range shock impedance measurements were identified through a remote monitoring system on this right ventricular (rv) lead. It was indicated the patient had a history of high shock impedance measurements. The programmed parameter was reprogrammed and the rv shock impedance measurement was appropriate. No additional adverse patient effects were reported.